Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident could not be duplicated. No event date was provided. Device logs reviewed showed multiple cable identification changes during cases suggesting a multifunction cable (mfc) connection may have been a factor. The device underwent stress testing, including testing with customer's mfc cable, spo2 cable, 4/12 ECG leads, with no faults identified. The device passed ECG functionality, defib short and spo2 tests. An internal inspection found no discrepancies related to pads or spo2 issues. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.